Event description:
Philips received a complaint on the dfm100 device indicating that the cables are not being detected. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information and tests conducted have determined that the reported issue was due to a dent on the left side of the device, coupled with a cut in the ECG ribbon. This finding confirms the reported problem.